Event description:
It was reported that the device jammed on an unknown firing. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Jaws. Eval summary: the analysis results found that the el5ml device was returned with the jaws broken at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The instrument was returned empty and locked out. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.